Event description:
A healthcare professional reported a patient with small capsule notch in the right eye during cataract procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not request for servicing, related to this event. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).